Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital after experiencing a cardiac-related syncopal episode. The patient's pacemaker exhibited intermittent atrial undersensing due to low amplitude p-waves. The device was reprogrammed, but the issue persisted.

Manufacturer narrative:
Correction: - corrected for initial report harvey chen

Event description:
New information noted the pacemaker was reprogrammed to vvi mode, and the patient reported feeling better. The physician decided to continue to monitor the patient.